Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that during an implant procedure on (B)(6) 2025, neuromonitoring revealed that the patient¿s right side was having troubles. Additionally, the physician was concerned about the amount of space for the lead due to patient anatomy. As such, the procedure was aborted to address the issue.